Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the insulin pump received an compromised force sensor system alarm. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. Customer was advised to discontinue pump therapy and return the insulin pump. The customer's blood sugar was 152 mg/dl. The insulin pump will not be returned for analysis.